Manufacturer narrative:
The customer did not return the suspected device for evaluation. Since the product details were not provided, the device manufacturing and labeling records could not be reviewed.

Manufacturer narrative:
Patient identifier: so personal information was not entered. No information was captured as the customer's age and weight were not provided. Since the product information was not available, the model #, lot # and expiration date was not captured, and the device manufacture date could not be determined.

Event description:
An advocate from (B)(6) called on behalf of the customer and alleged that there was no labeling information (lot #, expiration date, control ranges, and model #) on the bottle of the contour next test strips. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.